Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 smartphone operating system: tp1a.220624.014.g981u1ueschyc1 smartphone hardware: sm-g981u1 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had decreased to 39 mg/dl while wearing the pod. Symptoms reported include loss of consciousness and sweating. The patient reports they were not receiving readings on their dexcom application as airplane mode was on. Upon arrival of the paramedics the patient was treated with 8 ounces of a sugary drink as well as intravenous glucose. The patient did not go to the hospital.